Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl,250 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. Customer also reported that buttons were not responding and display was frozen. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.